Event description:
It was reported that during a colon resection an attempt is made to section the colorectal stump with a contour stapler, two shots, but it does not work well due to staple dysfunction. The surgery was delayed 20 minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch # 809c18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload present. The reload was received inside a plastic bag, with some staples protruding, the drivers were noted to be partially advanced, the anvil detached and the washer missing. The condition of the anvil and washer should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event reported difficult to close and difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The event reported would not fire was confirmed and it is related to improper use of the device. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 809c18, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cs40g lot number c9de57 and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the device cut? A:/no. 2. If the device cut/fired, was the cut line complete? A:/no. 3. Did the device staple? A:/no. 4. If the device stapled/fired, was the staple line complete? A:/no. 5. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? A:/no. 6. Did the device close? A:/yes. 7. Did the device fire? A:/yes. 8. Did the device open? A:/yes. 9. Was the device difficult to close on the tissue? A:/yes. 10. Was the device difficult to fire? A:/no. 11. Was the device difficult to open? A:/yes. 12. On which firing did this occur? A:/the first one. 13. Did the tissue retaining pin lock into the correct position? A:/yes.